Event description:
I have been having ongoing, repetitive problems with the dario glucose meter. Over the past 5 or more years, dario has had to replace the meter about once a year. The problem is not with the meter itself - it's with the housing in which the meter is contained. Specifically, the end caps of the meter housing crack and split. Dario only warrants the meter for one year, so on one or two occasions I've had to purchase a new meter - even though the issue is restricted to the orange and white end caps that cover, on one hand, the storage compartment for test strips and, on the other, the lancing device. It would be much simpler (and less costly for all) to simply replace the end caps - but dario doesn't do this. FDA safety report ID # (B)(4).